Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in intensive care unit due to diabetic ketoacidosis. The customer¿s blood glucose level was 287 mg/dl at time of incident. The customer reported that the buttons were hard to press. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had intermittent button response on the esc and act buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Device was received without the original belt clip. Unable to verify damage to the belt clip.